Manufacturer narrative:
(B)(4): the customer made an allegation of an emergency cesarean section performed while a philips device was involved. Based on the available information, the customer stated that an avalon fm50 fetal monitor showed "check paper" inop on the fetal monitor paper printout but the avalon fm50 fetal monitor continued to work properly. There was an emergency cesarean section performed. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer made an allegation of an emergency cesarean section performed while a philips device was involved.